Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synergy states that the surgeon used a mallet to tap the insert with shim attached into tibial tray. The shim broke in half and the nipple with o-ring broke off, becoming lodged in the shim. All broken components were accounted for by the nurse. The surgeon removed a large posterior osteophyte to fit a new trial insert. Action take to manage procedure, a second trial insert from the same tray was used.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.